Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/ vial and had clear surgical residue/ debris on the product. Visual inspection found the lens haptic bent. Dimensional inspection found the lens to be within specifications. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -08.50 diopter, in the patient's right eye (od), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting and was not exchanged for another lens. From the measurements of the patient's eye, it was determined that the patient was not suitable for refractive surgery.